Event description:
The manufacturer received information alleging, device has been producing a burning smell. States that his filters are black and will not come clean,they smell burnt that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles, burning smell related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging,device has been producing a burning smell.states that his filters are black and will not come clean,they smell burnt that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust or dirt contamination of the device base exterior and under the ui knob. The complaint is about a thermal event; additional testing was performed. The results showed the device base maximum temperature and the power supply maximum temperature were within specification. During the internal investigation of the base unit, found unknown dust or dirt contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. The blower grommet, blower outlet bellows, blower box housing, and air inlet seal appear discolored. There is a tobacco-like smell from the unit. Sound abatement foam did not appear to have degraded and returned to its original shape when compressed. Evidence of sound abatement foam degradation or breakdown was not observed in this device. Observed dust or dirt contamination within the humidifier base. Discoloration of the flip-lid tank top, tank inlet, and dry box seals was observed. In secondary findings, it was observed that the unknown dust or dirt contamination and fibers found on the blower casing, impeller, and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found thirty-two errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath, likely from a source external to the device. In this report, section d9, g3, h3, h6 has been updated.